Manufacturer narrative:
Block b3: exact date unknown, event occurred end of 2024 prior to the date the manufacturer became aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) takes long time to charge and would not stay charge. The patient underwent ipg replacement procedure. Patient is doing well postoperatively. The explanted device unable to return.